Event description:
The customer had been experiencing hbg's and wanted to troubleshoot on the pump. While running the high pressure test, the customer reported that there was insulin leaking through the o rings on the reservoir. At that time, the customer was told that replacements will be sent and for the customer to change out entire set. It was indicated that the customer took a manual injection to treat hbg.